Event description:
It was reported that during attempted closure of an unspecified access site, the prostyle device misfired and was ¿spinning¿. An additional prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Estimated date of event. The device is not being returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.